Event description:
A user facility reported to olympus that the evis exera iii xenon light source had an error code b30 during preparation for use. There was no harm or user injury reported due to the event.

Manufacturer narrative:
Olympus technical assistance center (tac) support called the customer to troubleshoot the device. The customer reported a b30 communication error with the cv-190 loaner received. The customer reseated the cables and cleaned the connections by blowing them out and this did not resolve the issue. Tac inquired if the issue was with the cv-190 or the maj-1933 cable since it worked in other rooms with another device. Tac instructed the customer to swap the cable and cv-190 to see if this resolves the issue. Customer later called back to inform tac that swapping the cable fixed the issue. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it is likely that b30 errors were caused by maj-1933 based on reporters feedback that the problem was corrected when the code was changed. Olympus will continue to monitor the field performance of this device.